Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, while suturing in the feeding tube, the needle kept dislodging from the device. To resolve the issue, they opened another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, while suturing in the feeding tube, the needle kept dislodging from the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.